Event description:
The dealer stated that the footboard is not staying level when flipped down from the chair.

Event description:
It was reported that the patient beginning in 2010 had 3 previous coronary procedures with the deployment of 3 different types of stents. On (B)(6) 2013, a procedure to treat in-stent restenosis of a non-abbott stent that was deployed on (B)(6) 2012 in a de novo lesion located the mid right coronary artery (rca) was performed. A 3.5x23 mm xience prime stent was deployed for treatment of the in-stent restenosis. On (B)(6) 2014 the patient was rehospitalized for orthopnea (shortness of breath). St depression was confirmed and diagnosed as a myocardial infarction (mi). A 50-75% restenosis in the previously deployed xience prime stent in the mid rca and total occlusion at the proximal left anterior descending artery was confirmed. No treatment was performed; however, a wait and see approach was decided and a re-examination was planned for after 6 months. The patients antiplatelet drugs were changed to complavin. No additional information was provided.

Manufacturer narrative:
(B)(4) - indication for use. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The reported patient effects of dyspnea, myocardial infarction, and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It was reported the xience prime was used to treat in-stent restenosis. It should be noted the purpose of use section of the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. It is unlikely that the use of the xience prime stent to treat in-stent restenosis contributed to the reported patient effects.